Event description:
It was reported that the patient presented in clinic for follow-up. An interrogation of the device revealed loss of capture exhibited by the left ventricular lead. A chest x-ray showed that the lead had dislodged. The patient was scheduled for revision and the lead was explanted and replaced. The patient was stable.